Event description:
The nurse noted that the pump was wet and found that the IV tubing was leaking inside the pump. The medication was dobutamine. The tubing was changed with no adverse occurrence to patient.

Event description:
There were no samples returned for evaluation. A complete investigation could not be performed since there was not a sample to evaluate. Although co have had similar complaints against this item, there have been no reported complaints against this lot number. Per co's internal procedures, trending is performed on all complaints and, it warranted, is fed into our CAPA system. A trend has not been identified for this particular product and/or incident.